Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01492 to provide additional information (including device manufacture date) based on the evaluation of the returned device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The fragment was not returned, since the user discarded it. The evaluation confirmed that the probe broke off at 8.5 mm from the distal end. The coating of the probe was partially missing. There were scratches on the missing part of coating. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of the probe was missing and the probe was scratched, when the user output the device contacting with something hard, besides the probe was cracked and broken when the probe was subjected to a load. The instruction manual of the device has already warned as follows; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc) for evaluation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a prostatectomy, the subject device was used. The probe of the device broke off and fell into the patient. The probe fragment was retrieved. The procedure was completed with another device. There was no patient injury reported.